Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation started out as a sore and formed an abscess. The patient's physician treated the abscess and the patient was hospitalized. The patient underwent a surgery to remove the abscess. Follow-up indicated that the patient was given antibiotics and discharged from the hospital. The patient decided to end use of the lifevest.